Event description:
The reporter alleged that the device would not deliver defibrillation shocks to the pt on several attempts during the reported event. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.